Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user paired with a dexcom g7 experienced a low glucose alert followed by cgm signal loss and a ¿replace sensor¿ message after pausing and disconnecting the pump to charge, then reconnecting without entering bg values, which led the system to stop dosing until the user restarted the pump and entered bgs in bg run mode. Symptoms included hyperglycemia, with capillary blood glucose readings documented at 349 mg/dl and later 355 mg/dl. Outcomes included self-management at home with bg run mode and education, with subsequent improvement to 156 mg/dl and steady, and no hospitalization. Investigation included troubleshooting and education with review of alarm history, guidance to operate in bg run mode, and recommendation to check ketones and follow a ketone action plan. Investigation of this case revealed that cgm signal loss occurred, the responsible device was not identified, and low-glucose alert history did not display on the sensor alarm log despite the reported alert. It was concluded that the event involved cgm signal loss with resultant interruption of automated dosing and transient hyperglycemia; the user stabilized after manual bg entries and received replacement sensors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.